Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaints databases finds one other report against sol 13.5 mma 8.0 full pc 12/14 product/lot code. Review of device history records finds no related manufacturing deviations or anomalies. The search returned no other results against the remaining product/lot code. Review of the device history records and/or a complaint database search was not possible for the head as the product and lot code required was not provided. Medical records were obtained with this complaint. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address stem loosening, osteolysis, and increased chromium levels, and pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.